Event description:
Routine transfer from her bed to a wheelchair when resident slipped in the lifter sling and then she struck the left side of the bed w/her head. Laceration, ice applied, physician notified when resident became unresponsive.